Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two kinked cannula issues. Reportedly, at the time of this event her blood glucose level was over 600 mg/dl due to kinked cannula and to treat it she switched out infusion set. Consequently, she went to the emergency room as her blood glucose level was over 600 mg/dl. Further, she had traces of ketones which her healthcare professional assessed as not dangerous/ life threatening. During her stay in the emergency room for two and a half hours, she was administered intravenous drip (drug name unknown). She left from there in a stable condition but still her blood glucose level was over 600 mg/dl. Subsequently, on (B)(6) 2020, she was admitted in the hospital as her blood glucose level was over 600 mg/dl due to a kinked cannula and was administered intravenous drip (drug name unknown) which resolved the issue. Moreover, there was no damage when the package was first opened, and the infusion set was used for less than three days. On (B)(6) 2020, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.